Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead proximal segment was returned to the manufacturer and analyzed and no anomalies were found. The outer tubing was kinked/buckled and outer insulation had cosmetic depression. The lead had apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead fractured and following pocket manipulation tissue appeared on the pace/sense portion of the trifurcation near the header. It was also reported that an alert was transmitted to the physician's office which showed that the rv lead had noise. Therefore the proximal trifurcation portion of the rv lead was cut, capped and replaced with a new lead. No patient complications have been reported as a result of this event.